Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One (1) imp,tsv,4.1mm,sbm,11.5 (tsv4b11) was returned for investigation.visual evaluation of the as returned product identified the implant fractured at the collar. Tissue/bone was also seen attached to the implant body. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. A pre-existing condition noted on the per was low bone density (type ii). The reported device was located on tooth 47 (fdi) and was used for approximately 4 years 3 months. The customer did not provide any pictures or x-rays. Review of appropriate documentation: instructions for use for tapered screw-vent® and trabecular metal¿ implants IFU 4869 rev 9 ¿ 10/19 information identified: 'contraindications' 'warnings' 'changes in performance' 'adverse effects' also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review was completed for the subject lot number (62968256). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62968256) for similar event and no other complaint was identified. November post market trending was reviewed and there were no actionable events or corrective actions for the reported event (fracture) or product (tsv4b11). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did occur and the reported event was confirmed

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4).

Event description:
It was reported implant removed due to fracture.